Event description:
During a da vinci s hysterectomy procedure, the large needle driver instrument reportedly broke during use, which exposed the wires. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a broken grip close cable at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was sticking out at the instrument's wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.